Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperlipidemia. The subject device is not available for evaluation as attempts were made to retrieve the device, but no device was returned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 23mm 3000tfx aortic valve was explanted after an implant duration of 8 years, 9 months due to stenosis. The patient was asymptomatic upon presentation. The explanted valve was replaced with a 23mm 11060a valve. The patient was taken to the ICU in stable condition post procedure. Per medical records, the patient was asymptomatic upon presentation. Pre-op tte ((B)(6) 2025) revealed severe stenosis with ef of 55-60%. Redo sternotomy was performed to explant the previous 23mm manga aortic valve. Intraoperative tee findings were as expected, severe stenosis and severe left ventricular hypertrophy. The previous valve was explanted and the area was debrided. The surgeon went to place a 23mm inspiris valve but found that the left main coronary ostium was obstructed by the sewing ring. This prompted the surgeon to remove the 23mm inspiris and replace the aortic root with a 23mm konect valved conduit instead. Once off bypass, there was mild to moderate rv dysfunction. Prior to leaving the or, the patient developed ventricular fibrillation on several occasions and was defibrillated each time successfully. The surgeon developed concerns about the integrity of the patient's right coronary artery. The patient was taken to the cath lab for cardiac catheterization where the patient's right coronary artery was stented and flow was restored. The patient was taken to the ICU in stable condition post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.